Event description:
Patient scheduled for a heart catheterization. Known coronary disease. Difficulties trying to get wire to travel down the vessel. Multiple wires and support catheters were used. Noticed that the wire had buckled and when pulling back into support catheter, it broke.